Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/14/2014 with the following findings: visual inspection revealed that the keypad was intact. Evaluation revealed that all of the keypad buttons were intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of moisture damage was found under all of the key contacts; this device failure directly caused the reported issue. Unrelated to the reported event, the display screen visual was found to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were over and under-responsive. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.